Manufacturer narrative:
The atrial lead was successfully repositioned and remains in service. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific crm received information that two days post implant, this atrial lead became dislodged from the atrial cardiac wall and migrated to the inferior vena cava. A revision procedure was performed; the lead was successfully repositioned and remains implanted. No adverse patient effects were reported.